Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effect of recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2025 a patient was presented with grade 4+ functional mitral regurgitation for a mitraclip procedure. During the procedure, 2 mitraclips were implanted. The mr was reduced to grade 2+ post procedure. On (B)(6) 2025, 2 mitraclips had single leaflet device attachment (slda) from posterior leaflet. Recurrent mr of severe grade was reported along with leaflet tear. Per the physician, slda was due to pre-existing anatomy. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025 a patient was presented with grade 4+ functional mitral regurgitation for a mitraclip procedure. During the procedure, 2 mitraclips were implanted. The mr was reduced to grade 2+ post procedure. On (B)(6) 2025, 2 mitraclips had single leaflet device attachment (slda) from posterior leaflet. Recurrent mr of severe grade was reported along with leaflet tear. Per the physician, slda was due to pre-existing anatomy. There was no clinically significant delay. No additional information was provided.